Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a bulge in the silicone segment .

Manufacturer narrative:
The customer¿s report of a bulge in the silicone segment was confirmed. Visual inspection showed a distorted section approximately 2¿ in length on the silicone segment just below the upper fitment. There were no crush marks on the upper fitment. Functional testing was performed and no issues were observed during a gravity flow or a pump infusion. Pressure testing replicated ballooning in the silicone segment below the upper fitment. The root cause of the bulge in the silicone was not identified.